Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea (treatment with medication(s)) appears to be due to the recurrent mitral regurgitation (mr). The cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined in absence of a device malfunction. The reported death / expired was due to heart failure and renal failure. The cause of the reported heart failure/congestive heart failure (treatment with medication(s)), and the reported renal failure, could not be determined. The reported patient effects of dyspnea, mitral regurgitation, death, renal failure, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation, requiring treatment, and subsequent patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior leaflet prolapse. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2022, the patient was hospitalized with dyspnea. The mr had increased to grade 4+. Medications were provided. On (B)(6) 2022 a mitral valve replacement was performed, explanting the mitraclips. Reportedly, the mitraclips had remained stable and well seated. There was no device related tissue injury observed and no malfunction. The patients¿ general condition had deteriorated due to the surgery. On (B)(6) 2023, the patient passed away due to heart failure, and renal failure. Per physician, the death was indirectly related to the device as the patient required mitral valve surgery. No additional information was provided regarding this issue.